Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found that the conductor wire had insulation damage at the yaw pulley and the inner cables were exposed. The instrument passed the electrical continuity test. There was no thermal damage visible on the instrument.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a damaged cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.